Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had broken insulin pump. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The device was received with cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.